Event description:
It was reported that the patient was experiencing inadequate pain relief. It was also noted that the leads migrated. The patient underwent a spinal cord stimulator (scs) system revision procedure wherein the leads and ipg were repositioned. The patient was doing well postoperatively, and the devices remain implanted and in use.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads-MRI, upn: m365sc2408560, model: sc-2408-56, serial: (B)(6), batch: 7077581, UDI: (B)(4). Product family: scs-linear leads-MRI, upn: m365sc2408560, model: sc-2408-56, serial: (B)(6), batch: 7077735, UDI: (B)(4).